Manufacturer narrative:
B3: date of event is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported, that the device was leaking from the luer lock port, cracks or shattering of the male luer lock connector at the end. The cracking occured, during reconnection after a line disconnect. Visible cracks found after connecting, disconnecting, reconnecting port. No patient harm reported.

Manufacturer narrative:
Two (2) used device outside its original package were received. Both devices were visually inspected. Adaptor bifurcated on both devices were observed stressed and cracked, as the components exhibited white marks around the component confirming the complaint. A root cause was possible mishandling during use, as force is required to break the devices. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No actions taken however, the issue will be monitored for threshold or escalation.